Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported there was a communication problem. The patient used to get eight coupling bars but the day of the report he didn¿t get the screen with coupling bars; instead the recharger showed the reposition antenna screen. The patient was unable to interrogate with the recharger and it was determined the antenna would be replaced first. No patient injury reported. No device returned. C500. The patient had also felt no stimulation since (B)(6). The patient last successfully charged the implantable neurostimulator (ins) on (B)(6). The patient programmer (pp) was used and the patient got the poor communication screen but then later stated the pp was working and he was able to connect to the ins. The pp was showing the ins had half a charge. The patient also pressed the therapy on button on the pp and turned his stimulation on. It was confirmed the patient felt stimulation. It was determined that the patient was not in overdischarge and there was no issue with the pp or feeling stimulation.